Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer, who was advised to use a backup insulin pump in the meantime. Instructions were provided for returning the malfunctioning pump, and the caller acknowledged the guidance given.